Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a hurricane rx balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for treatment of pancreatitis and stones which took place on (B)(6) 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the biliary ampulla and duodenum, however water was noted squirting out of the balloon. It was reported that balloon was withdrawn and the procedure was completed with another hurricane balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a hurricane rx balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for treatment of pancreatitis and stones which took place on (B)(6) 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the biliary ampulla and duodenum, however, water was noted squirting out of the balloon. It was reported that balloon was withdrawn and the procedure was completed with another hurricane balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) balloon leak. The product has not been returned; therefore the reported event that the balloon leaked could not be confirmed. However, balloon inflation issues can occur due to procedural or anatomical factors encountered during the procedure which limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). Therefore, the most probable root cause for this complaint is operational context.